Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked and sprayed water everywhere when the tubing came loose. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.